Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced persistent hyperglycemia with increased insulin usage following a recent infusion site change, with total daily dose exceeding 100 units and blood glucose elevated for several hours. The user was guided through a site-only supply change, after which the continuous glucose monitor reading decreased by approximately 50 mg/dl during the call. Symptoms included elevated blood glucose. The outcome required troubleshooting and user education, with no additional medical intervention reported. An investigation was conducted, including review of device use history and provision of technical guidance remotely. The investigation revealed that the cause of the hyperglycemia remained unclear. No device alarms were reported, and no confirmed device malfunction was identified during the interaction. Based on previously established findings for similar reports, it was concluded that the cause of the event was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.